Manufacturer narrative:
H.6. Investigation: two photos displaying approximately twenty-five 3ml syringes in blister packs from batch: 0225075 (p/n: 309657) were received and evaluated. Several of the packages were positioned with the bottom of the package facing upwards and eleven of the syringes were observed to have no visible scale markings, which were rejectable per product specification. Potential root cause for the missing scale marking defect is associated with the marking process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that scale marking were not visible with a bd syringe 3ml ll. The following information was provided by the initial reporter: it was reported that the markings on the syringe were not visible.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that scale marking were not visible with a bd syringe 3ml ll. The following information was provided by the initial reporter: it was reported that the markings on the syringe were not visible.